Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use also includes a precaution, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use also state, ¿sizing: cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05903000. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: medical center (B)(6). [Provider ni- not indicated]. [Incomplete operative report]. Operative report. Description of procedure: ¿the patient was brought to the operating room and laid in the supine position on the operating table. Time-out was accomplished with the nursing staff. The patient received adequate general anesthesia. We then prepped and draped the patient¿s abdomen in a sterile fashion. We made a longitudinal incision in the paramedian aspect over the left rectus muscle area with #15 blade knife and dissected down bluntly to the anterior rectus sheath. We incised this with electrocautery and split the rectus muscles. We placed two stay sutures one on each side of the incision. We then entered the abdomen sharply without any complication. We placed a 10/12 mm port in the incision into the abdominal cavity and established pneumoperitoneum. We insufflated carbon dioxide gas and established a pneumoperitoneum. Then under direct visualization we placed a 5 mm port in the patient¿s left lower quadrant of the abdominal cavity. We could see that there is extensive adhesions of the small bowel and omentum to the midline abdominal defect. Over the next 2 hours meticulously took down these adhesions sharply and went appropriately bluntly taking care not to injure the small bowel. There was no time which we felt like we even had a serosal tear. There was very minimal bleeding and this was stopped with harmonic scalpel. It should be noted that there is extensive amount of small bowel adhered to the midline and this was very difficult to take down. Again; however, we were very confident that we [sic] enter the small bowel at all. Once we had fully taken down all the adhesions of the small bowel and omentum of anterior abdominal wall, when we had released adhesions to place a port on the patient¿s right abdominal wall, we did so under direct visualization. Now we could attack the adhesions from both sides. Again, very meticulous dissection was used. Once all adhesions had been removed, we measured our abdominal defect by visualizing inside and exteriorly and found that we had a 15 x 30 need for mesh. We selected a 20 x 30 piece of gore-tex mesh and placed a prolene suture on one caudal direction and gore sutures in the other 3 quadrants. We then placed this through a trocar into the abdominal cavity and used transfascial suture passer to secure the mesh in place. Once this was done, we used endo-tack instrument to place tacks circumferentially at the edge of the mesh. We placed a few tacks in the middle of the mesh to secure to the abdominal wall to limit of possibility of a seroma collecting there. We then placed four more transfascial sutures through the mesh to further secure it in place. Once we were satisfied that the mesh was completely in place, tacked up very nicely, we visualized the small bowel and omentum again and found there to be no active bleeding and no signs indicative of any type of bowel injury. We then removed the trocars under direct visualization and closed the abdominal defect in the upper left hand corner with 0 vicryl suture. The patient tolerated the procedure very well and there were no complications.¿ count: all sponge and instrument counts were correct prior to closing the patient¿s abdomen. Dr. (B)(6) was present and participated for the entire case.¿ 10/12/09: mcnh. Implant record. Dualmesh plus 20 cm x 30 cm. Serial/catalog number: (B)(6). Expiration date: 03/01/11. Implant site: abdomen. Manufacturer: gore. Lot number: 05903000. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/05903000) was implanted during the procedure. (B)(6) 2019: (B)(6) medical center. (B)(6) md. [Incomplete operative report]. Operative report. Anesthesia: general. Pre-operative diagnosis: recurrent incisional ventral hernia, abdominal wall abscess involving previously placed mesh. Post-operative diagnosis: same. Estimated blood loss: minimal. Drains: none. Surgical specimen: sent to pathology. Implants/grafts/ other: see intraoperative documentation. Condition: stable. Disposition: post anesthesia care unit. Assistant: (B)(6), pa. Complications: none. Procedure: removal of infected mesh, repair recurrent incisional hernia with phasic¿s mesh insertion, with bilateral component release. Technique: ¿patient was placed onto the operating room table spine [sic] position. General she is induced. Abdomen was prepped betadine draped sterile drapes and towels. Peritoneal cavity was entered in the left lower quadrant with visiview port and carbon dioxide was insufflated. The peritoneal cavity inspected there were multiple adhesions. Additional trocar was placed in the left lower quadrant. Then extensive lysis of adhesions was performed. The small intestinal loops were densely adherent to the previously placed mesh that appeared to be of ptfe material. During dissection the mesh was entered at a very densely adhesed area and large amount of purulent fluid drained indicating mesh infection and this was a location that also corresponded with an indurated swollen area of the abdominal wall. At this point we converted to open procedure. The peritoneal cavity was entered in the midline. At [sic] approximately golf ball size abscess cavity was found with purulent and was cultured. This abscess cavity was also excised and sent for pathological examination. Then the incision was extended superiorly and inferiorly just past the previously placed ventral hernia mesh which was then removed bilaterally and also sent for pathological examination. There was extensive lysis of adhesions of the¿ [remainder of report missing]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent [ventral incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain from infected mesh, mesh removal. Additional event specific information was not provided.